Manufacturer narrative:
Corrected fields: d10 (information was inadvertently missed). This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer's complaint was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the reported event occurred due to an extremely heavy mechanical load and physical stress. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the tip of the handle is bent on the jaws insert. The issue was found during an esophagectomy reconstruction (under longitudinal mirror) procedure. The procedure was completed using a different device of the same model number. The device was inspected prior to use and no problems were observed. There was no delay and no reports of patient harm. The time and further details of the event are unknown.